Event description:
Spontaneous on call communication with patient in regards to both of her cadd legacy pumps alarming with alarm no disposable, pump won't run. Patient states she tried placing new cassette on pump that was not attached to her and got the alarm. When she took cassette off the legacy pump, the pump was just beeping with no alarm message. Patient tried to attach the cassette to the pump she was currently using and got the same alarm message. Patient stated that the alarm, went off on her pump when she was at 62ml reservoir volume. Advised the patient that when the pump alarms with no disposable, pump won't run it is most likely that the cassette is defective and not that the pump is not functioning. Asked patient to attach new cassette to see if that would work- patient mixed new cassette while on phone and was able to attach to the pump not currently attached to her, got cassette primed and was able to resume her infusion. Patient states she was off her infusion for maybe 40 minutes. Asked patient if she had lot numbers of the defective cassettes and patient said she did not. She threw the packaging away already. No further information available. Did the reported product fault occur while in use with the pt? Yes; did the pt issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.